Event description:
During baxter's eval of a spectrum pump, it was found to have an intermittent ac power connection. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the intermittent ac power connection experienced during functionality testing, which was confirmed through the history log. The eval did not reproduce the symptom. The power cord was replaced as it is a known contributor to the symptom.